Event description:
It was reported that the implant at tooth location 4 fractured. The implant was removed.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b4: 14 nov 2019. B5: correction: it was reported that the implant at tooth location 4 was fractured. The implant was removed. D4: expiration date: mar 1, 2019 g4: 22 oct 2019. G7: follow up. H1: serious injury. H2: correction, additional information, device evaluation h3: yes, evaluation summary attached h4: mar 21, 2014. H6: correction: patient code 3190, device code 1260 method, results, conclusion. H10: manufacturer narrative. The reported device was received for evaluation. Visual inspection identified that the device was fractured. Functional testing and dimensional analysis could not be performed as the device was fractured. A device history record (DHR) review was completed for the reported device lot. No deviations nor non-conformance which could have caused or contributed to the reported event (fracture). All products were conforming at the time they left zimmer biomet. A complaint history record review was completed for the reported device lot for similar events and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had peri implantitis. The implant was extracted.